Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis placement procedure using the equistream hemodialysis catheter. During the procedure the guidewire encountered significant resistance and could not pass through the needle. The puncture needle and guidewire were removed, and a new set was prepared for the procedure. Repeated attempts to guide the wire through the puncture needle resulted in greater bleeding than anticipated. After withdrawing the needle, the procedure was restarted, subjecting the patient to a second puncture. This extended the surgical duration and increased psychological stress. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received that repeated attempts to guide the wire through the puncture needle resulted in greater bleeding than anticipated. Therefore, the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two video was provided for review. The first video shows partial view of a clinician trying to pulling out the guidewire from the introducer needle, the guidewire was noted to be stuck in the introducer needle. The second video shows partial view of a clinician trying to inserting the guidewire into the needle and pulling out the guidewire from the needle, the guidewire was noted to be stuck in the introducer needle. Therefore, the investigation is confirmed for the reported failure to advance, physical resistance or sticking and identified difficult to remove issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2 (event attributed to), b5, e1, g3, h1, h6 (patient, device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis placement procedure using the equistream hemodialysis catheter. During the procedure the guidewire encountered significant resistance and could not pass through the needle. The puncture needle and guidewire were removed, and a new set was prepared for the procedure. Repeated attempts to guide the wire through the puncture needle resulted in greater bleeding than anticipated. After withdrawing the needle, the procedure was restarted, subjecting the patient to a second puncture. This extended the surgical duration and increased psychological stress. The current status of the patient was unknown.